Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. A review of the manufacturing records for this particular batch namely top assembly batch # 8703473 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be conclusively determined. All relevant manufacturing and engineering personnel have been notified and we will continue to monitor for this type of complaint to ensure that there is no compromise to product quality.

Event description:
Same case as 6000093-2006-02014 and 6000089-2006-02200. It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The patient's anatomy was moderately tortuous. The lesion was located in the mid to proximal left anterior descending (lad) artery. The vessel was moderately calcified and 90% stenosed. The vessel was dilated with a maverick2 2.50x20mm monorail balloon. The physician successfully deployed three taxus express2 drug eluting stents (des) (2.50x24mm), 3.00x24mm, 3.00x12mm) in the lad at 10-12 atms. The stents were overlapping to cover the lesion site. However, the physician reported that he experienced balloon withdrawal resistance on all three of the stents placed. All the balloons were removed intact and deflated. Finally the physician post-dilated the stents with a quantum 3.00x20mm monorail balloon. The patient was discharged home the following day and was instructed to use plavix and asa for one year. There were no reported patient complications.